Event description:
It was reported that the patient was admitted to hospital for infection. Antibiotics were given and the device was later explanted. A new device was implanted and patient monitoring will continue.

Manufacturer narrative:
Analysis was normal. No anomalies were found.